Event description:
It was reported that the physician successfully performed four passes with retrieval devices to treat basilar artery and posterior cerebral arteries occlusion. The patient had a thrombolysis in cerebral ischemia score of 2b after treatment. Three days post procedure, a subarachnoid hemorrhage (sah) was confirmed. The physician stated that the cause of the sah may be related to vessel damage.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that the physician successfully performed four passes with retrieval devices to treat basilar artery and posterior cerebral arteries occlusion. The patient had a thrombolysis in cerebral ischemia score of 2b after treatment. Three days post procedure, a subarachnoid hemorrhage (sah) was confirmed. The physician stated that the cause of the sah may be related to vessel damage.

Manufacturer narrative:
The device is not available to the manufacture.